Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor had both response buttons that were inoperative. It would not respond when pressed. The monitor was repaired. The monitor was retested and restocked. The root cause of the response button failure is unk at this time. No adverse event resulted from the faulty response buttons. The pt received a replacement monitor.

Event description:
A male pt's wife contacted lifecor customer support to report, that the response buttons no longer work support sent the pt a replacement monitor.